Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-13054. Related manufacturer report number: 2017865-2023-13055. It was reported that a patient presented with a mass on the atrial lead; testing was performed and revealed it was strep. The implantable cardioverter defibrillator (ICD) and leads were explanted due to the infection. The patient condition was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the eri.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.